Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted but the lead was still in place. There was increased pain, but no further information about the pain. The patient was going to be getting an MRI. The implantable neurostimulator (ins) was explanted (B)(6) 2011. The patient had complained of skin irritation at the ins site with bending and movement. The wires remained in place. The healthcare provider (hcp) office did not order the MRI. As far as they knew it was not related to the device or their wires. The patient had a number of back surgeries in the past. They did not know what caused the patient¿s pain or why the MRI was ordered. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3998, lot# v014785, implanted: 2007 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3998, lot# v014785, implanted: 2007 (B)(6); product type lead. (B)(4).